Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Under a high power microscope the device header showed no irregularities in lead barrels, and all setscrews moved freely. However, a visual inspection of the device header and case noted evidence of silicone to silicone bonding in all seals. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the change out procedure for this pacemaker there was difficulty removing the right atrial (ra) lead. However, the atrial pin was successfully removed with the application of mineral oil. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.